Manufacturer narrative:
Initial reporter phone number: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 250 ug/ml at a dose of 400,28 ug/day and bupivacaine 4,3 mg/ml at a dose of 6,8849 mg/day via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2017 during normal use intermittent motor stalls occurred. There were no contributing external factors such as magnetic resonance imaging (MRI) or other external factors. The physician was advised to program pump to minimum flow rate and schedule a replacement. Diagnostic testing/troubleshooting included checking the logs. Pump logs from (B)(6) 2017 indicated that a motor stall occurred on (B)(6) 2017 at 09:21 and a recovery occurred that same day at 23:22. The pump stalled again on (B)(6) 2017 at 09:34 with no indication of recovery. The estimated replacement indictor (eri) was 12 months. At the time of the report the patient¿s status was reported as alive-no injury. Patient symptoms were not reported at this time. The issue could not be resolved and the planned explant was to occur on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did not experience any symptoms. It was unknown if the pump stall recovered prior to explant. The pump explant occurred on (B)(6) 2017.

Manufacturer narrative:
Pump interrogation revealed the pump was at minimum rate with baclofen 250.0 mgc/ml at a dose of 1.59 mcg/day and ¿bubivacain¿ 4.3 mg/ml at a dose of 0.0273 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis also revealed the pumphead pump tube was deformed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.